Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted on (B)(6) 2013.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited over 70 episodes for asystole r-waves measure 0.5v, episodes show intermittent undersensing and asystole triggered events.